Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was confirmed and reproduced during evaluation. The pump would cycle power on/off and sleep mode due to back flex chaffing. Back flex chaffing exposed traces #29 and #30 where they came in contact to the right screw of the scanner bracket. A short between both traces occurs when simultaneously contacting the screw. The backflex was replaced through rear case replacement.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device turned off without user input. There was no patient involvement.

Manufacturer narrative:
(B)(4). This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the determined malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-09160 can be removed from the FDA database.